Event description:
It was reported that during preparation for an ercp (endoscopic retrograde cholangiopancreatography) procedure, the jag precursor wire coating was rough and burred over the entire body of the wire. The issue was observed prior to removing the device from the packaging. The procedure was completed with another of the same device. There were no patient complications.